Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high co2 results generated by the synchron lx20 pro analyzer. The results were not reported outside of the laboratory. When anion gaps were low for the samples, they were repeated on a different instrument in the laboratory and those results were reported out. The customer did not supply the actual results or how many samples were affected. Multiple attempts were made to obtain data. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the laboratory's established ranges. A field service engineer (fse) went on-site and found that the fitting at the ise (ion-selective electrode) reference reagent bottle was not tightened, causing air bubbles in the lines. The fse tightened the line, removed the bubbles and verified performance.